Event description:
It was reported the epg (external pulse generator) has damage to the ventricular connector. There is also physical damage to the case from being dropped. Follow-up information received could not confirm when the connector damage occurred. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of upper case, lower case and ventricular output connector being broken. It was also noted that the battery release, lead flex cover and heart lead flex were contaminated, one side bail cover was broken, the battery contacts were compressed, the ring was bent, the battery drawer was broken, the keyboard pad was cosmetically scratched, the liquid crystal display (lcd) was out of specification and the encoder flex was out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.